Event description:
It was reported that the event occurred while in the cardiovascular dept during insertion. During product prep the intra-aortic balloon (iab) was inflated successfully. The iab was inserted through the sheath via right femoral with no issues. While attempting to inflate the iab, it did not open up while in position. As a result, the iab and sheath were removed as one unit successfully. A new iab was inserted into the same insertion site (right femoral). There was no report of pt death, complications or injury. There was no medical/surgical intervention required. No delay or interruption in therapy noted. The pt outcome is good with no harm to the pt. They were able to finish intra-aortic balloon pump (iabp) therapy.

Manufacturer narrative:
(B)(4). A f/u report will be filed if additional info becomes available.